Manufacturer narrative:
Product event summary #analysis confirmed the customer comment of the programmer not working, it did not work at first power up. Analysis further noted that the latch tabs were broken off of the power cord bay door, the upper display hinges were loose and noisy, there was internal corrosion and the floppy drive was inoperative. The device was to be scrapped. (B)(4).

Event description:
It was reported that the programmer was not working. Further information on the programmer was not available. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.